Manufacturer narrative:
Per medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down or tilted, wrong iol, etc. Based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
"User facility" is incorrect, should be "distributor". (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens had a refractive surprise and remains implanted. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Date of birth - unk. Pt weight: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.